Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04140. It was reported the physician was using the epiducer to introduce a lead, and had difficulty advancing the lead. Another lead kit was used and a second epiducer had the same issue. The physician used a needle to introduce leads to complete the procedure. It was reported the issues extended the procedure an hour. Follow up determined there were no additional complications.

Manufacturer narrative:
The complaint was confirmed. As received, all the inner and outer introducers were buckled up with compression damage on the tips. The introducers were likely damaged after hitting a hard tissue or bone during the implant procedure. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.